Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 20222, that drill bits were dull and made drilling more difficult. Caused specialist inconformity. There was no surgical delay in relation to the reported event. There were no adverse event/consequences that affected the patient because of the reported event. No other medical intervention was required and no fragments were generated. This report is for one (1) matrixrib drill bit ø2.2 w/stop l8 2flut this is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary : a photo of the alleged device was returned and evaluated. Visual analysis of the photo revealed that the matrixrib drill bit ø2.2 w/stop l8 2flut (product code: 03.501.758s lot number: u343208) had no defect found on it. The picture provided does not have enough quality to provide evidence to confirm reported allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the matrixrib drill bit ø2.2 w/stop l8 2flut (product code: 03.501.758s lot number: u343208). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: review of the device history record(s) for part #03.501.758s, synthes lot # u343208 showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.